Event description:
It was reported that oversensing was seen and that the lead integrity alert triggered one day after it was loaded on the defibrillator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was later explanted and replaced due to normal battery depletion.

Manufacturer narrative:
Product event summary # - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.